Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls and calibrations were within range. The siemens customer service engineer (cse) was dispatched to the site. The cse performed a total service visit and replaced the wash blocks. The cse ran precision testing, which was acceptable. The customer has moved on to a new kit lot and has no further issues. A siemens headquarters support center specialist reviewed the service report and determined that the potential cause of the issue could be defective rinse blocks, which dispenses wash and aspirates waste. System contamination, inaccurate acid / base dispensing, inaccurate reagent dispensing or poor sample quality were identified as the additional potential causes of the discordant, falsely low pth result on one patient sample. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (pth) result was obtained for a patient sample when run in duplicate on the advia centaur cp instrument. The first replicate of the initial sample run had resulted as falsely low and the second replicate had resulted higher. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting higher. The average of the repeat results was reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low pth result.